Event description:
The pt was lifted from the bed to the wheelchair with a ceiling lift. The up function worked but not the down function. The ceiling lift suddenly went up without the input of the operator. According to the customer, the nurse tried to stop the lift but the emergency stop did not work. The pt had her hand on the spreader bar, so got her fingers pinched between the spreader bar and the ceiling lift. She was in a state of shock and received stitches on right index finger.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh (B)(4). The MFR is waiting for the return of the parts in order to complete a technical expertise. Add'l info will be provided following the conclusion of the MFR's investigation.